Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024 at 4:41pm followed by "low" on (B)(6) 2024 at 12:25pm. All cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-08 was reviewed. Cartridge and infusion set changes were logged on (B)(6) 2024 at 8:05am, and 11:08pm of (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the cgm glucose was in range or hypoglycemic for much of the day on 2024-04-08. However, during this time, the user entered two blood glucose values into the ilet: the first bg was 533 mg/dl entered at 8:06 am when cgm glucose was reading 73 mg/dl, and the second bg was 399 mg/dl entered at 11:04 am when cgm glucose was reading 93 mg/dl. The values were not used for calibration given the large discrepancy, and the cgm glucose stayed in range, with the ilet delivering small amounts of insulin as appropriate in response to the cgm glucose values. No evidence of ilet device malfunction were seen in the engineering logs. The ilet appropriately triggered cgm glucose related alerts based on the readings it was receiving from a transmitter. The ilet received low readings from 12am through 6am, to which the ilet did not make basal requests for insulin delivery. The ilet did not resume basal requests until after cgm glucose was at least 80mg/dl and not decreasing. Two manual bg entries were logged with cgm glucose values (B)(4) times what the ilet was receiving. Due to this large variance, the cgm rejected the calibration entries and triggered alert 118, "calibration not used". No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, case notes, and device logs, the ilet operated as intended delivering or suspending insulin and triggering alerts based on cgm glucose values. The assignable cause for this hyperglycemic event is the dexcom g7 cgm being significantly inaccurate and rejecting the calibration attempts, resulting the in user not receiving enough insulin to address their hyperglycemia.

Event description:
On 4/9/24 a beta bionics clinical diabetes specialist (cds) was notified by an ilet user's healthcare provider (hcp) that the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 4/8/24. The cds reviewed the user's ilet report and saw the user's cgm glucose had been tracking in range, or low, for the couple days prior to the event. The user was treating their low blood glucose (bg), although the cds was unsure how much and with what. On 4/8/24 the user began "feeling bad" so they checked their bg with a fingerstick meter and was in the 400 mg/dl range. The user then entered their bg value into the ilet. The user checked their bg again a little later and it was 399 mg/dl. The user again entered their bg value into the ilet. However, the cgm glucose reading stayed in the normal to low range. The user was using a dexcom g7 continuous glucose monitor (cgm). The user then began vomiting so 911 was called. The user was transported to the hospital via ambulance and admitted to ICU on (B)(6) 2024. Upon arrival the user's bg was 800 mg/dl, ph was 7.17, and was in dka.